Event description:
Using a philips respironics dreamstation CPAP machine, I noticed a highly unusual buildup of black material on the filters. This unit is currently under a recall. I have previously registered this machine due to the recall. I have now chosen not to continue use of this CPAP machine at this time. FDA safety report ID# (B)(4).